Event description:
This lead was explanted due to noise caused by a possible fracture. At the same time, the ICD was replaced due to eri indication. This lead was replaced and was retained by the hospital. Should additional info regarding this case become available, this file will be updated.